Event description:
It was reported that during an unknown procedure, after the surgeon fired the device successfully, the second reload would not fire. Hand sewing was done to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the firing mechanism damaged and with no reload present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. This and other similar events, should they occur, will be trended to determine if further investigation is warranted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.